Event description:
The user facility reported that the washer leaked and flooded nearby flooring. No injuries to patients or hospital staff were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the drying valve piston had come apart allowing water to leak from the sump manifold and onto nearby flooring. The technician replaced the drying valve piston and o-rings, tested the unit and returned it to service; no further issues have been reported. The washer is under steris service contract and preventive maintenance was completed on (B)(4) 2012 when the washer was found to be operating properly and no leaks were noted.